Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The aneurysm sac was 49.4mmx52.5mm. In (B)(6) 2023 (date unknown), during a follow-up, a trend toward enlargement of the aneurysm diameter was observed. Type ii endoleak, proximal type I endoleak, and right distal type I endoleak were suspected, but no obvious endoleak was identified. The aneurysm sac was 57.7mmx63.9mm. On (B)(6) 2023, the patient underwent a reintervention. An additional stent graft was implanted proximally to the trunk - ipsilateral leg endoprosthesis. Also, two additional stent grafts were implanted to extend to the right external iliac artery after embolization of the right internal iliac artery. Again, obvious endoleak could not be identified during the reintervention. The procedure was completed after confirming no endoleaks by angiography. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.